Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had air bubbles in their reservoir. Customer reported priming their insulin pump did not resolve the air bubbles. The customer stated they did not rewind with the reservoir in place. There were no leaks present on the reservoir. Customer's blood glucose was 310 mg/dl. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.